Event description:
Customer e-mail hologic and reported the following: one of their pt reported that she stared at a positioning laser light for approx 1 1/2 mins, and only then she noticed the warning sign that said not to stare into the light. The pt said that her eyes have been hurting/bothering her since that time, so she went to the eye doctor. Doctor told her that she had bleeding behind her eyes and that it could have been caused by laser light.

Manufacturer narrative:
The design spec for the laser was reviewed - it was determined that the laser never moves over pt's head. It is a positioning laser and shuts off automatically after 30 seconds. This was confirmed by field service engineer. The laser is class ii, but recent testing by an independent lab indicated that the laser rather than class ii falls into category I laser, which is the safest laser, and there should be no possibility of the reported injury. Based on all available info and the testing of the device, our conclusion is that the device performs in accordance with the spec and we cannot confirm that the injury reported by the pt was related to our device.